Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay had a cosmetic environmental stress crack, the outer insulation was torn, the outer tubing overlay was breached cut, there was a white substance found on the exposed defibrillator coil, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead integrity alert was triggered and there was oversensing and noise noted on the lead. It was also reported that the patient received inappropriate shocks. The lead was removed and replaced. No patient complications have been reported as a result of this event.